Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly and the buttons were unresponsive even after battery change. Customer¿s blood glucose was unknown at the time of incident. Customer also reported that the insulin pump would not turn on. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the j1 connector on electrical board was locked properly during visual inspection. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and broken battery tube threads. (B)(4).